Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. During interrogation of the patient's pacemaker, surface electrocardiograms revealed a brief decrease in pacing rate before returning to its normal programmed rate. The drop in pacing rate was noted when medication was being administered. No intervention was performed. The physician opted to continue monitoring the patient.